Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the eye tracker timed out. Additional information has been requested.

Event description:
Additional information received reported the tracker time out occurred during start up of the device on a non-treatment day.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Fse (field service engineer) replaced the eye pci board. Fse (field service engineer) performed system verification as per sir (service installation record). The smi eye pci board was received at manufacturing site. The root cause could be determined conclusively as an error of complex programmable logic device (cpld). This leads to a sporadically missing signal send from the eye tracker pcb to the system pc, so that the pc could not find the eye tracker components and an eye tracker time out error occurred. The manufacturer internal reference number is: (B)(4).